Manufacturer narrative:
D4: lot # removed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. Customer changed the syringe needle and cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.